Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that diagnostic left heart cath was performed successfully on (B)(6) 2017. The patient came back to the hospital on (B)(6) with severe claudication. Rcf angioplasty then performed successfully in or with a dcb at the angio seal site. It was reported that the blood loss was less than 250cc. It was reported that the patient condition was stable. It was reported that the procedure outcome was successful. 5fr terumo pinnacle sheath for access and a bsc diagnostic catheter. They used the angio-seal wire for deploying vcs.

Manufacturer narrative:
It was initially reported that the it was performed successfully on (B)(6) 2017. On (B)(6) 2017, it was confirmed to be performed successfully on (B)(6) 2017.

Event description:
Additional information received on (B)(6) 2017. The diagnostic left heart cath was performed successfully on (B)(6) 2017.